Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a blank display. The blood glucose reading was 564 mg/dl. The customer was treated with a manual injection. The insulin pump had not been dropped, bumped or exposed to moisture and showed no signs of physical damage. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The display returned with a new battery. The customer declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.